Event description:
The customer reported the ventilator shut down and alarmed during normal ventilation operation and would then not power on. The customer reported the ventilator was in use on a patient and there was no patient harm. During evaluation, the manufacturer's field service engineer (fse) was unable to duplicate the reported problem. The fse reported the device powered on properly on ac power. Review of the device diagnostic log history noted the backup battery in use on the ventilator had depleted during use in normal ventilation mode. If the backup battery depletes during usage, the ventilator will shut down and an audible power fail alarm will activate. The fse reported when ac power was disconnected, the ventilator shut down and would not operate on backup battery. The fse replaced the backup battery to address the reported problem. Per the device operators manual, when the ventilator is powered by the backup battery it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued. Proper care, maintenance and testing should be performed when using battery power sources. Applicable final testing was completed per operating specifications and passed.